Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user medwatch number is mw5082271. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a colposuspension with fascia lata graft procedure performed on (B)(6) 2018. According to the complainant, during suturing, the dart detached from the suture. There is no information if the detached dart was retrieved from the patient and attempts to obtain event clarification have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.